Manufacturer narrative:
The insulin pump passed the functional tests. However, the insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The device was also received with minor scratches on the display window.

Event description:
It was reported that the customer had high blood glucose levels of 170 mg/dl. The customer reported a low reservoir alarm from the insulin pump. The customer also reported a no delivery alarm from the insulin pump. The customer also reported trying to clear the alarms from the insulin pump but the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)